Event description:
The lay user/pt contacted lifescan alleging that the product was prompting the "error 5" message. During the troubleshooting the customer care advocate (cca) found out that the testing techniques were correct. It is not known whether the test strips were in good condition. When retested with a new vial of test strips the issue was resolved. The patient's test strips were replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.